Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a leak test step during testing. The device's tubing was replaced to address the issue. However, the device failed testing again. It was determined the blower required replacement to address the issue. Additionally, the display printed circuit assembly required replacement.